Event description:
The screw was loose.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
This MDR report ( MFR # 3005985723-2025-00029) was reported as a duplicate error MDR # 3005985723-2025-00028 was submitted to cover this event.

Event description:
The screw was loose. This MDR report ( MFR # 3005985723-2025-00029) was reported as a duplicate error MDR # 3005985723-2025-00028 was submitted to cover this event.